Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at t12 and l5/s1. Patient underwent revision procedure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral lumbar films show severe degenerative disc disease with a degenerative spondylolisthesis at l4, increased lumbar lordosis, compression fracture at l2. Osteoporosis is also suggested. Subsequent decompression and fusion from t12 to s1 was performed with interbody spacers at l3, l4 and l5. Pull out of the screws at t12 is noted as the thoracic spine flexed forward leaving the implant in place (in relation to the lumbar spine below). Subsequent revision is performed to t10 with pmma augmentation of t10 and t11. Kyphoplasty was reported at t10 as part of the screw augmentation as no fracture was apparent.